Manufacturer narrative:
The unit was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. The esg-400 instruction manual states, ¿non-function of the generator may cause interruption of surgery. Ensure that all installation procedures are followed and that all connectors are correctly inserted before use. A backup generator/method should be available for use.¿

Event description:
The service center was informed that during a therapeutic transurethral resection of bladder tumor (turbt) procedure, when activating the unit the customer was unable to cut and the patient¿s tissue began to smoke. There was some bleeding observed and was treated with coagulation. The customer swapped out the active cord and the high frequency (hf) electrode multiple times, but still was unable to cut through the tissue. The user facility¿s biomed attempted to troubleshoot the unit by reviewing the service menu and no error codes were recorded. It was reported that the unit never rebooted and no alarm or alerts were noted. The connection points between the unit and the instrument were inspected with no anomalies noted. The intended procedure was completed. The patient¿s tissue was inspected and no injury was observed. Reportedly, the patient at post call was healing well.